Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#/ serial#: (B)(4) , implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (15 mg ml at .5 mg day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the volume was more than expected at the patient's last refill. There were no external factors that contributed to the event. The healthcare provider (hcp) tried to aspirate through the side port but was unable to get any fluid. They tried to determine where the catheter might be kinked but then decided to tie off the existing distal segment. A new 8780 ascenda catheter was implanted. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. Additional information was received from the rep who reported that the catheter was kinked. The explanted catheter was discarded. The volume discrepancy amounts were unknown. The cause of the volume discrepancies, inability to aspirate, and kink were unknown.